Event description:
The device tip was not coated with insulation all the way to the end of the tip. Device not utilized and replaced with another device for procedure to occur.

Manufacturer narrative:
(B)(4). Eval, method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.